Manufacturer narrative:
Bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and the issue of foreign matter (molding defect) in the bottom edge of the hemogard closure was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause for the reported issue to be attributed to the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k "black" molding defects were discovered on the edge of the cap. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, there is a black indent on the edge of the cap.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and the issue of foreign matter (molding defect) in the bottom edge of the hemogard closure was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined, the root cause for the reported issue to be attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported, that prior to use with bd vacutainer® edta 2k "black" molding defects were discovered on the edge of the cap. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, there is a black indent on the edge of the cap.